Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: wave writer alpha upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 554722 brand name: no information upn: unk-p-scs-linear_leads model: no information serial: no information batch: no information brand name: no information upn: unk-p-scs-linear_leads model: no information serial: no information batch: no information.

Event description:
It was reported that the patient had an infection at the spinal cord stimulation (scs) lead site. The patient had symptoms of redness and the incision site not healed. It was assessed that the event was due to a hygiene problem and that it was not device related. The patient underwent a procedure where the scs system was explanted. There were no reported complications post operatively. The devices will not be returned for analysis per the patients request.